Event description:
It was reported that a paclitaxel set leaked normal saline solution "near the drip chamber". The event was identified during the final physical line check prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h5, h6, and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection revealed a leakage at the interface between the tubing and the drip chamber. The reported condition was verified in the photographic sample. The cause of the reported condition could not be determined; however, it may be related to manual assembly variability. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.